Manufacturer narrative:
This report is submitted on april 5, 2022.

Event description:
Per the clinic, the patient experienced an infection at implant site (specific date not reported) and subsequently was treated with IV antibiotics (specific date and duration not reported). However, the issue did not resolved. The device was explanted on (B)(6) 2022. It is unknown if there are plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient was treated with oral antibiotics (specific date and duration not reported). This report is submitted on april 27, 2022.

Manufacturer narrative:
This report is submitted on may 19, 2022.